Manufacturer narrative:
Death occurred, but is not suspected to be related to vns therapy. Device malfunction is not suspected.

Event description:
Reporter indicated an epilepsy pt had "passed away". It was reported that it is not believed that the event is related to the vns therapy system. The autopsy states the cause of death is "seizure disorder (sudep, sudden unexpected death of epilepsy), and the manner of death is classified as natural causes."